Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2015. Reportedly, the stent was being implanted due to a malignant stricture. The patient did not have a tortuous anatomy. According to the complainant, the physician attempted to reconstrain the wallflex¿ biliary rx stent to reposition it. The nurse was unable to reconstrain the stent and, as a result, the partially deployed stent and delivery system were removed from the patient. The procedure was successfully completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.